Manufacturer narrative:
Other applicable components are: product ID: 388928, lot#: 0212124629, implanted: (B)(6) 2017 explanted: product type: lead.

Event description:
A consumer via a manufacturer representative reported her symptoms of retention and urinary incontinence returned over the previous two (2) days and reported being unable to feel stimulation on any of the programs at 5v. Prior to this, the consumer had good symptom control and felt stimulation on approximately 1.5 v. Unknown if any factors led to the event. Impedance showed all combinations except for 1-c+ were >4000 ohms. The consumer was reprogrammed on 1-c+, approximately 1 v. It was noted that the x-ray looked unremarkable according to the doctor. It was unknown if the issue was resolved. There were no further complications reported and/or anticipated. Additional information received from the representative reported additional troubleshooting had not been performed. The consumer had gone home on 1-c+, 1v and felt stimulation. The consumer had not called the doctor at this stage and it was assumed she was doing ok.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot#: 0212124629, implanted: (B)(6) 2017, product type: lead. Product ID: 388928, lot#: 0212124629, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient¿s lead was replaced. The new lead was connected to the patient¿s existing ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928 lot# 0212124629, implanted: (B)(6) 2017, product type lead. Analysis of the lead, model 3889-28, found lead body conductor broken at or near tines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.